Event description:
Additional information received reported that the manufacturer representative was able to connect with the patient and discussed her current need to have the implantable neurostimulator (ins) removed. The patient was referred to a surgeon that takes medicaid and the patient was scheduled for a consult.

Event description:
It was reported, the patient had four leads that were always in one spot but now believed something was detached there.

Manufacturer narrative:
Product ID 3093-28, lot# v813549, implanted: 2011 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient product ID neu_unknown_lead; product type lead product ID neu_unknown_lead; product type lead product ID ne u_unknown_lead; product type lead. (B)(4).